Event description:
It was reported that the left ventricular lead dislodged. The pacing configuration was changed to ring - rv coil. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.